Event description:
The clinic reported at one week post op from a laser vision correction, the patient had decreased vision in the left eye (os). In addition, the clinic indicated patient developed a flap straie and the surgeon elected to lift and stretch the os. The last post op performed on (B)(6) 2014, reported best corrected visual acuity (bcva) right eye best (od) as 20/20 and os as 20/20.

Manufacturer narrative:
Pt date of birth: was corrected to (B)(6) 1986. Required intervention was selected. Source report: user facility and health were selected as report source. All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.